Event description:
It was reported that this right ventricular (rv) lead cause a perforation and presented a lack of capture and noisy signals as a result, with the perforation confirmed by x-ray imaging. The lead was explanted and a new lead was implanted. No additional patient effects were reported.